Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned products automated testing determined that the device was subjected to and passed all automated rp2 level electrical testing on the faats system commensurate with its battery status, which confirms proper operation of the pacing and sensing functions of the device, as well as a lead impedance test and real time egrams test. The device passes longevity calculations. It is concluded that the allegation from the field was a result of programming changes made to the device.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. The device was explanted. No additional adverse patient effects were reported.